Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to fridge failure. A field service engineer determined that the patient specific bin had been deleted. The customer created a new patient specific bin for the refrigerator to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, unique device identifier and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager fridge was not opening and required maintenance. The customer stated that the user was able to get the medicines from another station and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.